Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient returned 6 infusion sets from 2 separate lots due to leaking of insulin. Concerns included infusion cannula leaking after 2 days and "clicking" less, insulin leaking near the connection with the infusion tubing, and inflammation at the infusion site. Leaking of insulin from infusion set resulted in hyperglycemia. This concern began in (B)(6) 2010, and lasted for a few months. Patient reported "constant trouble" with leaking connections and the smell of insulin. This occurred especially after bolus delivery. Insulin consumption increased 40% during this time. Patient switched to different type of infusion set due to increase in blood glucose. (B)(6) elevated from 6.2 to 8.2%. Infusion sets will be evaluated. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.